Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a blank display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings: blank display at power up with audible and vibe. Unable to test any button due blank display. Blank display-display cracked: test display works. Keypad is cut and torn near ok button. Unrelated to the complaint, the keypad is torn and the battery compartment cracked below bumper pad.